Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported disconnection issue and cardiopulmonary arrest could not be conclusively determined.

Event description:
During an implant procedure, the connection between the temporary pacemaker and the lead wire disconnected resulting in the patient experiencing cardiopulmonary arrest. Chest compressions were performed, and a new temporary pacemaker was used. No damage to the pacemaker body or cable could be confirmed. It is thought that the pin connector on the cable was not properly connected and secured, resulting in it becoming disconnected during treatment.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model 401695) is an ous configuration not available in the us and is therefore not referenced in the gudid database.